Event description:
Healthcare professional reported "both prostheses are ruptured" and "left axillary node impregnated with prosthetic material in relation to a history of rupture of previous prosthesis" not device related. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.